Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level ranged from 504-505 mg/dl. The customer delivered a correction bolus to address the high bg. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.